Event description:
It was reported that when using the bd pyxis¿ medbank tower, the screen had frozen and would not power back on. Also found that the system was powered off. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was powered off. A technical support specialist (tss) received a report that the screen had previously frozen and was no longer turning on and identified that the system was powered off. The tss guided the user to locate and use the power button under the monitor, after which the system powered on, but the network share was not connecting. The tss then verified that synchronization was turned off, and once the system was fully powered on, the connection was restored and the machines were confirmed to be functioning as expected. The system functioned as intended after the technical support specialist inspected the issue.